Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment. The treatment was discontinued with a partial rinseback performed. The remaining estimated 35cc of blood in the extracorporeal blood circuit was discarded. No medical intervention was required as a result of the blood loss.

Manufacturer narrative:
The reported blood loss is attributed to a partial rinseback of the patient's blood following an unrecoverable alarm. The user's guide states to terminate treatment and rinseback the patient's blood in the event that an alarm cannot be resolved promptly. There is no evidence of a device malfunction. No problems were found with the returned dialysate disposable. The exact cause of the alarm cannot be determined. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified . Nxstage medical considers this report closed. No additional information will be provided.